Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device analysis, the service team indicated foreign material coming out of the distal end was present, as well as residual liquid or foreign material coming out of the forceps channel port, and foreign material in the air/water cylinder, balloon water tube, channel tube, and air/water tube. There was no patient involvement.